Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this reported. Cat #ih1541pino, lot# unk, description: specialty thin acetabular shell impactor pin per file (B)(4).

Event description:
It was reported that, "the plate disassociates from the impactor handle. The pin gets jammed in the handle."